Event description:
Resident noted (by cna) to have 4" laceration to left lower leg. Bleeding and approx 1/2" deep. Cna stated she was transferring resident to wheelchair and resident hit leg on a piece of metal protruding from wheelchair leg.